Event description:
It was reported that before use "there was white foreign material" on a bd angiocath¿ plus needle. No report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo and sample were returned for investigation. We cannot determine the nonconformance from the returned photo. The actual sample was subjected to visual inspection. Loose, white particle was observed on the inner surface of the needle cover of the returned sample. No fm was observed on the bevel of the cannula of the returned sample. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #7356225 regarding item #382444. Observations on returned sample. The loose, white particle was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the loose, white particle had matched the spectrum of glucose. Investigation conclusion: the root cause of the nonconformance cannot be determined as no glucose was used in the manufacturing process.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use "there was white foreign material" on a bd angiocath¿ plus needle. No report of serious injury or medical intervention.

Event description:
It was reported that before use "there was white foreign material" on a bd angiocath¿ plus needle. No report of serious injury or medical intervention.